Event description:
It was reported that there was an issue with a preloaded multifocal intraocular lens (iol), model drt150, noting that it appeared to have marks across its surface, described as ¿like a bear clawed it. The lens was initially implanted into the patient's left eye , but once the surgeon recognized the marks, it was removed and replaced with another lens same model and diopter. Account stated that no patient injury was reported. No unplanned medical or surgical interventions¿such as vitrectomy, incision enlargement, or sutures¿were required. The patient was recovering well with no post-operative issues. No additional information was provided.

Manufacturer narrative:
Section a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: march 18, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the lens was received cut in half and coated in an unknown liquid. The lens halves were cleaned; scratches and lens optic and edge damage were observed. Scratches were observed on one haptic. The complaint issue "dc-cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.